Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Hardware low level failures variable 3 was noted in the history download due to broken trace u1 pin 6. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), faded serial number label and corroded battery tube. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the healthcare professional assisted to clear alarm and rewind the pump. Insulin pump had damage on belt clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.